Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Customer initially reports barrel and tip broke off. On (B)(6) 2015 doctor reports that when attempting to medicate for a filling, the needle and hub broke off of the syringe in the pts mouth. Part was retrieved, no harm was done to the pt. No further info available.